Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the non-tortuous and severely calcified cephalic vein. A 4.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 7 atmospheres for 7 seconds. The device was removed without any problem, and the procedure was completed with a non-boston scientific device. There were no patient complications as a result of this event.